Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the unit had seal issue. Accordingly, there was inadequate seal, oozing and bleeding during procedure. There was an end tone heard and evidence of any energy delivery. As stated, unit being used, surgeon claims that they had 12 cases in the last two weeks where the seals have been inadequate, more than one generator has been used during this period. There was no patient injury.